Manufacturer narrative:
Additional information: g3, h6 information received shows that this event is a duplicate of another issue reported under regulatory report # 1219930-2026-00988. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (expiration date, lot #, UDI #), e1 (first name, last name, street 1 removed, region removed), e3, g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a cesarean section. An appropriate suture was selected for suturing the uterine muscle and serosal layers. Before surgery, the integrity and expiration date of the suture packaging were checked and found to be correct before use. After opening the packaging and holding the needle with a needle holder, the doctor found the needle became very blunt while suturing the uterine muscle layer. The scrub nurse immediately checked and found that the needle tip was missing. Suturing was immediately interrupted to check the integrity of the needle, and after verification, a search was initiated. The damaged suture was placed in a designated area, and a new suture was prepared and brought to the table to continue tissue closure. The tip of the suture needle broke off and was not found, which prolonged the suturing time. Bedside x-ray was requested from the medical imaging department.